Event description:
It was reported that the patients leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 2000016722.